Manufacturer narrative:
Device received with operating currents within specification. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during compromised force sensor system test due to faulty force sensor resistor .unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Displayable history crc check failed on startup alarms found at the alarm history file,displayable history crc check failed on startup alarms due to a corrupted history file. Unit received with cracked case at display window corners, display window, reservoir tube window corners, reservoir tube window, reservoir tube window and battery tube threads. Unit received with minor scratched lcd window and case. Device received with partially broken of reservoir tube lip. The p-cap or reservoir locked properly. Device received with stained end cap sticker and back address serial number label. The battery cap fitted properly. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose levels was 142 mg/dl. Customer was treated with insulin drip and was advised to treat with manual injection. The customer received a pump error alarm which was cleared but the customer was not able to rewind the insulin pump. The product will return for analysis.